Manufacturer narrative:
H4: the lot was manufactured between february 05, 2020 to february 06, 2020. H10: three (3) actual devices were received for evaluation. Visual inspection was performed and dark particulate matter was observed on the fill port connector outer rim of sample 1 only. No foreign material was observed in samples 2 and 3 during magnified inspection; therefore, the reported condition was verified for sample 1. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black foreign material was observed in three (3) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags (inside fill port). This was identified prior to patient use. There was no patient involvement. No additional information is available.